Event description:
It was reported that the nurse attached the blade onto the zimmer electric dermatome face down, and it caused the pt's skin injury.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.